Event description:
Litigation papers allege physical injury, pain, disfigurement and elevated metal ion levels. Update rec¿d 5/13/2014 - sales rep reported revision surgery. Patient was revised to address pain. The adapter sleeve has been added to the complaint. This complaint was updated on: 06/09/2014. Update rec¿d 6/11/2014 - medical records received. Patient revised to address acetabular loosening, clicking and catching. Upon revision, joint fluid was noted. The information received does not change the MDR decision. This complaint was updated on: 06/25/2014. Update rec'd 12/11/2014- litigation papers received. Litigation alleges pain and discomfort. The stem is being added to the complaint. The complaint was updated on: 01/07/2014

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).